Event description:
It was reported that the patient attempted to check his blood glucose level, but his meter would not power on. The patient was experiencing symptoms of hyperglycemia. He went to the hospital and was treated with insulin and an IV. His blood glucose level was 546 mg/dl at the hospital. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.